Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by pyxis server was down. The technical service engineer verified that the issue was resolved by the hospital information technology team rebooting the server and messages drained and processed by the es server. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. The server was down, and all orders were not crossed with all devices. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this event.